Event description:
Ultrasound quality very poor. No patient harm occurred another catheter was opened and used to complete the case. Vendor notified. Manufacturer response for diagnostic ultrasound catheter, reprocessed biosense webster 8fr x 90cm acu nav diag ultrasound catheter (per site reporter).